Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx. One day post procedure, the pt complained of pain. Blistering was noted where the sterile drape, which is supplied with the above kit, had come in contact with the pt's skin in the abdominal area. Two months post procedure, plastic surgery was performed to repair the blistered area. The pt's condition is good. The drape has been destroyed by the user facility. Therefore, no failure analysis will be available. The co is unable to determine the exact cause for this event. No other reports of this nature have been received.